Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set was damaged. There was a cut in the tubing. This issue was observed during preparation. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a tubing cut at the port of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.